Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer allegation of a tego connector that disconnected from the catheter (venous line) during dialysis. There was a reported blood loss of about 100 ml. The device was changed out and replaced with no further problems encountered. The patient's condition was returned to baseline. There was delay in critical therapy and prolongation of dialysis, but no medical or surgical intervention was required. No additional information was available.

Manufacturer narrative:
Device available for eval field was updated to no. No 011-d1005 product sample, videos, or photographs were returned for investigation. The device history record (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The complaint cannot be confirmed and a probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The initial reporter section has been updated.